Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a low scan of 79 mg/dl on the adc device compared to a reading of 375 mg/dl obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. When the comparison readings were plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. The customer experienced symptoms described as "feeling unwell" and blurred vision, however, the customer was capable of self-treating with glucose. Following the initial treatment, the customer further reported that they administered insulin (type/dose unspecified) treatment for the reported issue. There was no third-party treatment provided for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.